Event description:
It was reported that the patient presented in clinic for a follow up on (B)(6) 2017. The right ventricular lead exhibited noise and caused inappropriate atp therapy. Non sustained right ventricular oversensing episodes were noted to start since (B)(6) 2017. The patient was seen in clinic again on (B)(6) 2017, and more noise episodes with no therapies were noted. The physician suspected it might not be a lead issue. Detection changes were performed and the patient was monitored. On (B)(6) 2017, the implantable cardioverter defibrillator and lead were explanted and replaced. The generator was explanted electively due to advisory. No patient symptoms were reported and patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.